Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their replacement insulin pump alarmed. The alarm occurred shortly after inserting new batteries in the device. The patient's blood glucose level was 373 mg/dl at the time of the call. The customer stated that the insulin pump experienced an unexpected restart. The customer was advised to monitor the insulin pump for any further issues.